Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a reverse total shoulder arthroplasty. During the procedure, the glenoid inserter broke upon insertion of a glenosphere. The fractured pieces fell into the wound and all were successfully retrieved. The procedure was completed using a standard head impactor. No patient impact was reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of visual examination. The impactor was fractured into 2 pieces. The product shows signs of heavy use indicated by wear, abrasions, and scratch marks. Device history record (DHR) was reviewed and no discrepancies were found. - a definitive root cause for why the impactor tip fractured cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.